Manufacturer narrative:
Date sent to the FDA: 27-mar-2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/8/2021. Additional information: a1, a2, b7 date sent to the FDA: 11/8/2021. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 5/3/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair with lysis of adhesions on (B)(6) 2010 during which the surgeon noted the mesh was noted to have disrupted on the left side and inferiorly and this was entry for viscera going through hernia sac through defect. The contents involved primarily small bowel lops and omentum, which were carefully taken down from undersurface of hernia sac and mesh. It was reported that the patient experienced severe pain, inflammation, nausea, dense adhesions, mesh disruption, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.